Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-00682. It was reported that the patient experienced autoreducing. It was determined that the leads are fractured. The patient plans to undergo surgery.

Event description:
Device 1 of 3, mfg reference report: 3006705815-2019-00682, 1627487-2019-03299. Review of records show that the patient had a surgery on (B)(6) 2019. The scs system was replaced.

Event description:
Device 1 of 3, mfg report reference: 3006705815-2019-00682, 1627487-2019-03299. Follow up information received. Effective therapy was restored following the system replacement surgery.

Event description:
Device 1 of 3, mfg report reference: 3006705815-2019-00682, 1627487-2019-03299. Follow up information received. The patient had experienced an fall that contributed to the lead fracture.